Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00814 pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit and a solyx single incision sling system during a procedure on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.